Event description:
Dexcom was made aware on 02/28/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with pimples and infection extending beyond the patch perimeter which occurred 7 days after the sensor had been inserted into the arm. The skin was prepped with soap and water prior to sensor insertion. The patient consulted with a doctor and was prescribed oral cephalexin. The patient also treated the area with otc topical neosporin ointment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).